Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 relion insulin syringe experienced product damage while still considered operable. The following information was provided by the initial reporter: consumer stated the flanges on the barrel of a syringe were broken off.

Event description:
It was reported that 1 relion insulin syringe experienced product damage while still considered operable. The following information was provided by the initial reporter: consumer stated the flanges on the barrel of a syringe were broken off.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-mar-2022. H.6. Investigation: customer returned (2) 0.3ml insulin syringes from lot# 1284104. The customer reported that the plunger rod was missing from one syringe, and the flanges were broken off on a second syringe. The samples were examined, and it was observed that the plunger rod assembly was missing from one syringe, and the plunger rod was broken nearest the thumbpress for the other syringe. No damage to the plunger caps or flanges was observed. A review of the device history record was completed for batch# 1284104. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that did not pertain to the complaint. Root cause: the plungers were getting stuck under the guide that transports the plungers into the plunger/stopper assembly dial. Correction: adjusted the air jets and cleaned the sensors that detect for missing plungers.